Event description:
I had an outpatient PICC insertion last month. Two hours later, a CT scan was done and resulted an air embolism in the pulmonary artery. The patient is okay.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.